Event description:
It was reported that after an extended pause of insulin therapy on the ilet and subsequent reconnection, the device generated a breakfast meal announcement delivering 17 units while the patient had been trending down on multiple daily injections, which led to a hypoglycemic event; the case referenced communication with the user, an ilet pump in use with a compatible cgm, and insufficient device-specific information. Symptoms included hypoglycemia with a lowest glucose of 53 mg/dl and no reported associated physical symptoms. Outcomes included treatment with oral glucose consistent with an unexpected medical intervention, after which glucose rose transiently above range and then trended back toward target. Investigation included communication and interviews with the user and analysis of user-provided information. Investigation of this case revealed insufficient information and no findings available regarding a specific device malfunction, and no device component-level determination. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.